Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. The insulin pump was received with broken reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 189 mg/dl. Customer stated that the keypad is not working at all times and the act button is not responding. Customer reported that it could be possible that he got caught in the rain. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.